Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medapplication process was found to be unresponsive. The technical support specialist (tss) reviewed event viewer recorded multiple application and system issues. The tss found that carefusion dispensing application (version 4.4.2.89) stopped responding and was automatically closed by windows (event ID 1002). Additionally, the system logged processor performance throttling by firmware for an extended duration (event ID 37). The time service also failed to synchronize the system time for the past 24 hours due to the absence of a valid time source (event ID 36). The tss explained the likely resource-related cause to the user and rebooted the station. After the reboot, the issue did not reoccur at the time of observation. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medapp froze. The system was restarted but froze again before eventually restarting successfully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.